Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verified no milk backup occurred; the customer stated she had just purchased a new pumping kit and it had not changed the issue with suction. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/03/2022, the customer indicated she developed mastitis on (B)(6) 2022. She indicated that the replacement pump was working without issue and her mastitis was resolved. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style with maxflow her pump lost suction. The customer also alleged she developed mastitis and was prescribed antibiotics.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 10/14/2022. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Milk residue was found on the motor aggregate (internal motor & pump assembly.) After cleaning the motor aggregate cycle readings are in spec.